Event description:
It was reported that patient has been unable to feel stimulation or keep the ipg charged. It was also reported that the leads showed high impedance on all contacts. The patient underwent a revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient has been unable to feel stimulation or keep the ipg charged. It was also reported that the leads showed high impedance on all contacts. The patient underwent a revision procedure. Additional information was received that the patient was doing well postoperatively. It was noted that the revision procedure was a complete system replacement. All explanted devices were discarded by the medical facility.